Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped2 pipeline required a retreatment procedure. Subject underwent a re treatment procedure on (B)(6) 2020. No additional information was received.

Event description:
Additional information was received that the clinical events committee (cec) adjudicated that the event was possibly related to device shield, and not related to index procedure, ancillary device or dapt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient recovered/resolved (B)(6) 2021.

Event description:
Additional information was received that the patient's target aneurysm was retreated on (B)(6) 2020 due to the persistence of residual aneurysm. The patient was asymptomatic. There were no new or worsening of existing neurological symptoms. The event resulted in new hospitalization from (B)(6) 2020 to (B)(6) 2020. The event was treated with percutaneous intervention, surgical procedure and concomitant or additional treatment. The outcome was recovered/resolved with sequelae on (B)(6) 2020. The site assessed causally related to the study procedure and not related to the antiplatelet medication, ancillary device, or study device. The sponsor assessed as causal to device shield and not related to index procedure, ancillary device, or dapt. The patient was undergoing surgery for treatment of a saccular, side branch aneurysm of the right posterior communicating artery with a max diameter of 5mm and a 5mm neck diameter. Aneurysm dome height was 4mm and dome width was 5mm. Parent artery diameter distal to aneurysm was 3.9mm and proximal to aneurysm was 4.3mm. There was significant stasis and complete neck coverage at the end of the procedure. Raymond and roy at the end of the procedure was class 3. The device was successfully implanted and wall apposition was achieved. Side branches covered by pipeline device included posterior communicating and ophthalmic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.